Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2017 between 11 am and 2:00 pm with blood glucose of 20 mg/dl. Customer was experiencing low for couple weeks. Customer had 65 mg/dl blood glucose reading. Customer also had 32 mg/dl blood glucose reading. Emergency medical service took customer to the hospital. Customer was hospitalized because of low blood glucose reading. Customer was treated with IV dextrose and the spot. Customer seen endocrinologist every two weeks. Customer was wearing the pump at time of hospitalization. Customer declined troubleshooting further. Insulin pump will not be returning for analysis.